Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. The customer delivered boluses with the pump to treat elevated level. At the time of the call, the customer's bg level was 225 mg/dl. A system check performed with tandem technical support indicated that the pump was operating as expected. A recommendation was made for the customer to change out the site.